Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient stated, when he pulled the tubing and it would detach on its own without pushing in the tabs (it comes right off) and it was not locking on. The site location was upper abdomen and the pump was in left pocket of the coat. The patient had been infusion for one day before this report and they were stored at room temperature. The pump wasn't dropped with the set connected to his body. No further information available.

Event description:
On 20-nov-2019: follow up information was submitted because result of complaint investigation of the returned used device (1 used set) showed that the connection between tubing connector and cannula does not make the click (the click-legs of tubing connector have damages/deformed). Based on the result: device, method, result and conclusion codes were updated. Unomedical reference number (B)(4). Event occurred in the united states. The patient stated that on (B)(6) 2018, when he pulled the tubing and it would detach on its own at the quick release, without pushing in the tabs (it comes right off) and it was not locking on. The site location was upper abdomen and the pump was in left pocket of the coat. The infusion had been in use for one day and they were stored at room temperature. There was stress and pull on the tubing and the pump was not dropped with the set connected to his body. No further information available.